Event description:
It was reported that: while mixing a batch of refobacin bone cement and it turned to white chalky texture. No known adverse event was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: refobacin bc r 1x40 us, item 110034355, lot ay40ca0310. Vanguard cr por fem-rt 60, item183044, lot 025040. Biomet cc cruciate tray 67mm, item141232, lot j7300990. Vngd ant stblzd brg 10x67, item189040, lot 165990. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. The product was not returned. Received pictures show the references of the involved product and that the consistency of the cement is not as usual (clumps). A retained sample of the batch has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.